Event description:
It was reported that the patient's generator could not be interrogated during a follow-up office visit due to reported battery depletion. It was reported that the patient experienced an increase in seizures due to the low battery of the generator and that the seizure rate was worse than the pre-vns seizure rate baseline. Per the physician, there were no external factors that could have contributed to the increase in seizures. The patient's generator was replaced due to battery depletion. The facility does not historically return explanted products and therefore return of the suspect product is not expected to date. No further relevant information has been received to date.